Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of output anomaly was confirmed via stored data logs in the laboratory. The device was tested on the bench and no anomalies were found. The reported output anomaly is believed to be caused by the associated rv lead.

Event description:
It was reported that the patient received alerts for low hv lead impedance. At followup, the physician attempted to deliver a shock to gather hv lead impedance measurements, when an error message was displayed for possible high voltage lead issue. The device and lead were explanted.